Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq software did not suspend insulin as intended. Tandem technical support was unable to confirm this however; as customer declined to upload pump data for review. Customer's blood glucose was 68 mg/dl.